Manufacturer narrative:
H6: device code a24 adverse event without identified device or use problem updated to a1702 device-device incompatibility.

Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the transeptal puncture, the physician was navigating the was sheath from the superior vena cava (svc) to the fossa, but the was sheath snagged on the patient pacemaker lead causing the pacemaker lead to pull off of the heart tissue where it was anchored. When the pacemaker lead pulled off of its anchored location, it created a small perforation in the right atrium which lead to a pericardial effusion. The physician performed a pericardiocentesis which was initially successful, and the patient was hemodynamically stable. The physician waited about 15 minutes to ensure the pericardial space did not fill back up and that the patient remained stable without any support. The patient was doing well so the physician determined the pericardiocentesis was successful and began to end the procedure. During this time the patient became slightly hemodynamically unstable again. A transesophageal echocardiography (tee) was performed, and imaging confirmed the pericardial effusion was re-forming. The cardiac surgeon was paged. The physician and the cardiac surgeon decided that it was in the patient best interest to go to the operating room (or) to assess and repair the perforation in the right atrium. During the surgery, the physician was able to determine that the cause of the perforation was due to the pacemaker lead tearing away from its anchored position in the right atrium. The laa was not ligated, and the perforation was successfully repaired, the patient was moved to recovery. The closure device was never attempted and was never opened or introduced into the patient body due to the pericardial effusion. The patient was fully recovered and was already discharged.

Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the transeptal puncture, the physician was navigating the was sheath from the superior vena cava (svc) to the fossa, but the was sheath snagged on the patient pacemaker lead causing the pacemaker lead to pull off of the heart tissue where it was anchored. When the pacemaker lead pulled off of its anchored location, it created a small perforation in the right atrium which lead to a pericardial effusion. The physician performed a pericardiocentesis which was initially successful, and the patient was hemodynamically stable. The physician waited about 15 minutes to ensure the pericardial space did not fill back up and that the patient remained stable without any support. The patient was doing well so the physician determined the pericardiocentesis was successful and began to end the procedure. During this time the patient became slightly hemodynamically unstable again. A transesophageal echocardiography (tee) was performed, and imaging confirmed the pericardial effusion was re-forming. The cardiac surgeon was paged. The physician and the cardiac surgeon decided that it was in the patient best interest to go to the operating room (or) to assess and repair the perforation in the right atrium. During the surgery, the physician was able to determine that the cause of the perforation was due to the pacemaker lead tearing away from its anchored position in the right atrium. The laa was not ligated, and the perforation was successfully repaired, the patient was moved to recovery. The closure device was never attempted and was never opened or introduced into the patient body due to the pericardial effusion. The patient was fully recovered and was already discharged.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0037450458. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include cardiac perforation, cardiac tamponade, and pericardial effusion. Risk review a risk review was completed and confirmed that the events of device-to-device interaction, cardiac perforation, cardiac tamponade, and pericardial effusion were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the transeptal puncture, the physician was navigating the was sheath from the superior vena cava (svc) to the fossa, but the was sheath snagged on the patient pacemaker lead causing the pacemaker lead to pull off of the heart tissue where it was anchored. When the pacemaker lead pulled off of its anchored location, it created a small perforation in the right atrium which lead to a pericardial effusion. The physician performed a pericardiocentesis which was initially successful, and the patient was hemodynamically stable. The physician waited about 15 minutes to ensure the pericardial space did not fill back up and that the patient remained stable without any support. The patient was doing well so the physician determined the pericardiocentesis was successful and began to end the procedure. During this time the patient became slightly hemodynamically unstable again. A transesophageal echocardiography (tee) was performed, and imaging confirmed the pericardial effusion was re-forming. The cardiac surgeon was paged. The physician and the cardiac surgeon decided that it was in the patient best interest to go to the operating room (or) to assess and repair the perforation in the right atrium. During the surgery, the physician was able to determine that the cause of the perforation was due to the pacemaker lead tearing away from its anchored position in the right atrium. The laa was not ligated, and the perforation was successfully repaired, the patient was moved to recovery. The closure device was never attempted and was never opened or introduced into the patient body due to the pericardial effusion. The patient was fully recovered and was already discharged.